Event description:
Rash appeared on body approx 3 years after metal on metal hip implant -depuy-. Itched until I bled. Treated with over the counter hydrocortisone anti-itch cream. Worsened. Went to dermatologist. Treated with prescription creams, then permethrin, prednisone. Continued to worsen. Saw internist. Sent to allergist/dermatologist after months of not getting better. Did allergy patch testing showing allergy to cobalt. Had no contact with cobalt except metal on metal hip implant. Saw surgeon who did hip replacement. Blood test high in cobalt. Said he had not had a pt to develop an allergic rash after implant. Said revisionist surgery not recommended. Saw another allergist and was tested again. Internist and allergist thought the wear of metal on metal was leeching cobalt into blood stream. They ruled out all other suspected causes. The rash on the trunk of my body never leaves. Red, raised bumps. Internist does not know if the cobalt in the blood stream will do harm to the body? Prescribed prednisone for a length of time, but stopped because of problems prolonged use can have. Take allergy pill each day and other medications to help with discomfort from itching. Question: can anything be done to alleviate the cobalt allergy? Is there a medication to counteract it? Will the cobalt harm other organs of the body? Would like the allergy noted, so others who may have metal allergies may avoid metal on metal hip implants.